Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During angiography the patients chest pain was alleviated and no thrombosis was observed. It was assumed that the thrombosis was dissolved due to the argatroban. The iabp was inserted and argatroban was injected continuously. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with angina. The procedure was to treat an eccentric de novo lesion from the mid to the proximal left anterior descending (lad) artery with no tortuosity, mild calcification and 99% stenosis. The patient has thrombocythemia (platelet count(plt) always around 700,000 to 800,000). The index procedure date was (B)(6) 2016 and a 2.5x38mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion, the stent system was inflated and the stent was implanted. Post procedure examination was performed using an optical coherence tomography (oct) catheter. The patient was discharged from the hospital the following day without symptoms. Three days after the stent was implanted on (B)(6) 2016 the patient was symptomatic with chest pain and was readmitted to the hospital. Sub-acute thrombosis was confirmed in the lad via coronary angiography (cag); thrombus aspiration was performed and a non-abbott stent was deployed to treat the thrombosis. An intra-aortic balloon pump (iabp) was inserted and continuous heparin injection was started. On (B)(6) 2016 cag was performed and it was confirmed that no thrombosis was present. Thus the iabp was removed. Heparin injection was continued. Cilostazol was added to the dual antiplatelet therapy and the patient started taking three types of anti-coagulant drugs. On (B)(6) 2016 st elevation was observed and emergency cag was performed. Prior to the procedure argatroban was administered as heparin-associated thrombocytopenia (hit) was suspected.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Angina, myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial report, the site reported that the patient experience a myocardial infarction on (B)(6) 2016. No additional information was provided.